Manufacturer narrative:
H10. Additional manufacturer narrative: added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. H11. Corrected data: corrected h6 investigation findings code.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that increased pressure gradient due to aortic stenosis was observed in a patient with a 21mm aortic pericardial valve implanted for approximately three (3) years and one (1) month. The device was originally implanted for aortic valve replacement to correct aortic stenosis. Although there were no problems with the pressure gradient (ppg: 20mmhg, mpg: 10mmhg) in the early postoperative period, it gradually increased from six (6) months after surgery. After approximately three (3) years from the surgery, ppg was increased to 68mmhg, and mpg was to 32mmhg. A murmur was heard on auscultation, but the patient had no symptoms. The device was not returned for evaluation as it remained implanted. The doctor commented that the leaflets on the echo image appeared to be not calcified. Reoperation including valve-in-valve is under consideration.